Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that two rt235 infant breathing circuits leaked after about 24 hours of patient use. The customer further reported condensation in the tubing. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The returned complaint rt235 breathing circuit was not returned to fisher & paykel healthcare, therefore, the investigation was done based on the information provided by the customer. We were unable to determine the cause of the incident as the customer supplied a limited amount of information regarding the event. Circuits becoming disconnected, as reported: the customer stated that the event occurred while the circuit was being handled or due to patient movent. Condensation issues, as reported: it noted that the customer was using the rt235 (high flow) tather than the rt236 (low flow). Condensate in the humidification system is expected of heated pass-over humidification systems and the amount of condensation is heavily influenced by the set up of the circuit as well as multiple environmental factors. Tears in the tubing, as reported: the customer reported that the tubing is often pulled through the isolette's portholes. This type of rough handling can easily damage the delicate tubing in the evaqua breathing circuits. A lot check could not be performed as the lot number was not provided. The user instructions that accompany the rt235 infant dual-heated evaqua breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarm." Device not returned to manufacturer.